Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working and inflating. Troubleshooting measures were performed but were not successful; therefore, the patient underwent a surgical procedure to remove and replace all the components. Upon explant, fluid loss due to punctures in the device tubing was identified. No patient complications were reported.